Event description:
Customer reported that he was in the hospital and requested assistance on changing a setting on his insulin pump. Customer stated that he has an older insulin pump and nobody at the hospital knew how to change the setting. It was stated that the carbohydrate ratio was set to 12 and the sensitivity was changed from 25 to 15. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.